Event description:
A REMstar Auto device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, and burnt connector was found. The device was forwarded to RIQL by the service center for further investigation. If any additional information is received, a follow-up report will be filed.